Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not able to complete automatic threshold tests for right ventricular and right atrial channels. Noise was registered for the right ventricular automatic threshold test. Also, frequent premature atrial and ventricular contractions were observed for this patient. Options for troubleshooting and checking thresholds were discussed. The ICD remains in service. No adverse patient effects were reported.